Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to blood glucose being all over the place and for the pregnancy on unknown date with blood glucose unknown. The customer was treated with insulin drip. Customer was in the hospital for 2 days. Customer was experienced high and low blood glucose. Customer was declined troubleshoot. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.